Event description:
It was reported that the pt underwent a removal of a dermatoid fibroma in (B)(6) 2009 and suture was used to close the skin incision. The surgeon last saw the pt on (B)(6) 2010 and the wound was slightly red with some small lumps along the outer edge of the incision. The surgeon advised the pt that a revision of the area can be conducted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.